Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 after receiving 98 shocks due to oversensing on the rv channel. The battery of the subject ICD was next to recommended replacement time. The x-ray did not reveal any obvious lead issue or dislodgement; however impedances and rv continuity in the last 3 months showed irregularities. Previous follow-ups did not show any evidence of oversensing or lead issue. A reintervention was performed for a replacement of both the ICD and the defibrillation lead. Preliminary analysis did not reveal any issue on the returned ICD.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 after receiving 98 shocks due to oversensing on the rv channel. The battery of the subject ICD was next to recommended replacement time. The x-ray did not reveal any obvious lead issue or dislodgement; however impedances and rv continuity in the last 3 months showed irregularities. Previous follow-ups did not show any evidence of oversensing or lead issue. A reintervention was performed for a replacement of both the ICD and the defibrillation lead. Preliminary analysis did not reveal any issue on the returned ICD.

Manufacturer narrative:
Analysis of associated lead revealed the presence of several abrasion marks. A ventricular lead issue was confirmed.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2020 after receiving 98 shocks due to oversensing on the rv channel. The battery of the subject ICD was next to recommended replacement time. The x-ray did not reveal any obvious lead issue or dislodgement; however impedances and rv continuity in the last 3 months showed irregularities. Previous follow-ups did not show any evidence of oversensing or lead issue. A reintervention was performed for a replacement of both the ICD and the defibrillation lead. Preliminary analysis did not reveal any issue on the returned ICD.